Event description:
Medtronic received information regarding a pipeline pushwire break. The patient was undergoing a procedure for flow diverter treatment of an internal carotid artery (ica) c5 segment unruptured saccular aneurysm via right femoral access. The aneurysm max diameter was 4mm and the neck diameter was 3mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered with pru level 200 noted. It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU). There was no friction or difficulty but it was thought that the pipeline stent unloaded prematurely within the catheter so the system was removed together. It was then observed that the pipeline pushwire had broken at the hypotube, proximal to the wire weld. No segment was left in the patient. Because there was no identical pipeline in stock at the hospital, a different model of pipeline (4.25 x 18) was used to successfully complete the procedure. There was no harm or injury to the patient. Post-procedure angiography showed contrast was retained int he aneurysm and the aneurysm was well covered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.